Event description:
It was reported that during a laparoscopy distal gastrectomy procedure, when the aero-peritoneum was performed after the device was inserted, the abdominal cavity was not expanded. Although a single suture was performed to the skin where the device was inserted, the same event occurred. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.